Event description:
"Distal tip of arthrex scorpion needle broke off inside pt's right shoulder during shoulder arthroscopy. Broken piece was retrieved by surgeon. Post procedure x-ray done and was negative." No adverse consequences reported with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
Lot number was not provided, therefore device history could not be reviewed and date of mfg not determined. Product history revealed that broken needles (not at weld) will typically occur if; the user applies excessive force while trying to pass the needle through too much tissue and/or the device tip unexpectedly strikes the pt's bone (acromion); and/or the needle is passed through the instrument excessively to the extreme it breaks. However, since the device was not returned for eval, such determinations can not be confirmed.